Event description:
Primevigilance notified teoxane of an adverse event on 25-feb-2025. A female patient was injected on (B)(6) 2025 with rha 2 (current complaint) in the lips. The injection was performed using an unspecified needle. This was a follow-up visit after an rha redensity injection in the lips the patient had requested additional volume (non-reportable case reference number: (B)(4). The next day after the rha 2 injection, on (B)(6) 2025, the patient experienced pallor and pain in the lower lip. The injector was concerned about 'pressure occlusion' and, on the same day, administered two vials of hyaluronidase (hylenex). After treatment, the tissue returned to a pink appearance. On (B)(6) 2025, the patient returned with pallor but no pain. The injector assessed capillary refill, which appeared slightly sluggish but not concerning. As a precaution, the injector administered an additional 0.5 vial of hyaluronidase (hylenex). By on (B)(6) 2025, pallor was still present, and the injector expressed concerns regarding capillary refill. However, assessment was challenging due to bruising from the hyaluronidase treatment. Subsequently, another healthcare professional (hcp) performed an ultrasound examination, which confirmed that blood flow had been restored. On (B)(6) 2025, the patient was reported to be in good condition, and the case was closed. Based on the information provided, the case was deemed reportable to the FDA.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Of note, rha 2 is not indicated for the lips in the us.